Event description:
It was reported that the patient had a driveline power fault that was cleared on the monitor. The event log showed the onset of the driveline power faults being (B)(6) 2022. The modular cable and system controller were exchanged and the alarms resolved. There was no corrosion noted on either side of the driveline connectors.related manufacturer reference report MFR # 2916596-2022-00942.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured a driveline power fault (f5) alarm that became active on (B)(6). The alarm was active relating to a power b fault code. The system operated within the patient stored speed value (5,400 rpm) and low speed limit value (5,200 rpm) during the alarm events. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could be correlated to the reported alarm issue. The reported alarm was determined to be related to the returned modular cable under this complaint. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6)2018. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm 1. Call your hospital contact immediately for diagnosis and instructions. Also, under this section, informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.